Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user saw "error doesn't recognize a new cartridge" and stated that the cartridge was not empty. Additionally, it was reported that the user experienced resistance when filling a cartridge. A follow up with the user indicated that multiple cartridges "failed". There was no reported impact to the user's blood glucose level.